Manufacturer narrative:
E1 - address 1: (B)(6) the device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the endoscope malfunction error displayed was cause not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had endoscope malfunction error displayed. The issue was found during inspection for use of the device. There was no patient involvement.